Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and a microscope and noted a damaged dark blue female connector. Functional testing performed included leak testing, clear passage test, clamp function test, and integrity of seal surface testing. Functional testing noted a leak through connection between the minicap and the transfer set dark blue connector. The reported condition was reproduced and the cause was damaged dark blue female connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked during use. There was no patient injury or medical intervention associated with this event. No additional information is available.